Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor needle. Customer reported that the introducer needle was bent upon removal. Customer reported that the needle was difficult to remove. Customer also reported that the sensor cannula is not intact. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Unable to confirm insertion needles complaint due to customer returned sensors only. No insertion needles.